Event description:
The below report was received by health authority (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced fatigue (seriousness criterion medically important), dyspnoea ("breathlessness"), temperature intolerance ("sensitivity to cold"), micturition urgency ("urge to urinate"), feeling of body temperature change ("hot cold sensation"), tinnitus ("tinnitus") and tooth fracture ("broken teeth"). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered dyspnoea, fatigue, feeling of body temperature change, micturition urgency, temperature intolerance, tinnitus and tooth fracture to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 20-jun-2022. The most recent information was received on 27-jun-2022. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('chronic fatigue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), dyspnoea ("breathlessness"), temperature intolerance ("sensitivity to cold"), micturition urgency ("urge to urinate"), feeling of body temperature change ("hot cold sensation"), tinnitus ("tinnitus") and tooth fracture ("broken teeth"). At the time of the report, the fatigue, dyspnoea, temperature intolerance, micturition urgency, feeling of body temperature change, tinnitus and tooth fracture outcome was unknown. The reporter considered dyspnoea, fatigue, feeling of body temperature change, micturition urgency, temperature intolerance, tinnitus and tooth fracture to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 20-jun-2022. The most recent information was received on 27-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in a 50 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 02-nov-2009, the patient had essure inserted. An unknown time later she experienced fatigue (seriousness criterion medically important), dyspnoea ("breathlessness"), temperature intolerance ("sensitivity to cold"), micturition urgency ("urge to urinate"), feeling of body temperature change ("hot cold sensation"), tinnitus ("tinnitus") and tooth fracture ("broken teeth"). At the time of the report, the fatigue had not resolved. The outcomes for dyspnoea, temperature intolerance, micturition urgency, feeling of body temperature change, tinnitus and tooth fracture were unknown. The reporter considered dyspnoea, fatigue, feeling of body temperature change, micturition urgency, temperature intolerance, tinnitus and tooth fracture to be related to essure administration. The reporter commented: period of occurrence of events: from 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: after internal review, the following corrections were performed: patient's year of birth updated; fatigue outcome added as not recovered; period of occurrence of events: from 2015. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.